Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was capsular contracture, baker grade iii. Device evaluation: visual analysis of the returned device identified the weight of the device to be within specification, crease fold, deformation and wear abrasion. After autoclave cycle, cloudiness and voids in the gel were observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process, and creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii and "creases". Device was explanted.